Event description:
Philips received a complaint on the v60 ventilator indicating that the lower half of the touchscreen was not functioning. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer biomedical engineer (bme) of the current service manual revision. The bme informed the rse that they had attempted multiple touchscreen calibration, but the touchscreen continued to drift out of specifications. The rse provided the customer with part information for the touchscreen to order a replacement. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort response from the customer received, it was confirmed that the customer had ordered the replacement touchscreen. The replacement part was replaced, and the issue was confirmed to have been resolved. The device was returned to full functionality and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: h6- health impact grid.